Event description:
It was reported that the patient was deceased and the coroner was requesting device information to determine the approximate date and time of death. Additional information received indicated the cause of death is blunt force injury to the head.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is a slow rise in impedances over the record for vpace; however, no values rise above alert levels until after the noted date of death. High ventricular sensing integrity counts (sic) are observed with 914 counts on the lifetime counter, almost all of these counts occurring since the (B)(6) 2011, the noted day of death. High sic can indicate the presence of noise or intermittency in the system. One short ventricle-ventricle sensed event of < 220 ms is observed on the (B)(6) 2011. (1 episodes ventricular fibrillation). Other episodes noted occurred after.

Event description:
.

Event description:
It was reported that the patient was deceased and the coroner was requesting device information to determine the approximate date and time of death. Additional information received indicated the cause of death is blunt force injury to the head.

Manufacturer narrative:
Device system returned to the manufacturer for disposal. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. There is a slow rise in impedances over the record for vpace; however, no values rise above alert levels until after the noted date of death. High ventricular sensing integrity counts (sic) are observed with 914 counts on the lifetime counter, almost all of these counts occurring since the (B)(6) 2011, the noted day of death. High sic can indicate the presence of noise or intermittency in the system. One short ventricle-ventricle sensed event of < 220 ms is observed on the (B)(6) 2011. (1 episodes ventricular fibrillation). Other episodes noted occurred after death. (B)(4)

Manufacturer narrative:
Device system returned to the manufacturer for disposal. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is a slow rise in impedances over the record for vpace; however, no values rise above alert levels until after the noted date of death. High ventricular sensing integrity counts (sic) are observed with 914 counts on the lifetime counter, almost all of these counts occurring since the (B)(6) 2011, the noted day of death. High sic can indicate the presence of noise or intermittency in the system. One short ventricle-ventricle sensed event of < 220 ms is observed on the (B)(6) 2011. (1 episodes ventricular fibrillation). Other episodes noted occurred after death.

Manufacturer narrative:
Device system returned to the manufacturer for disposal. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. There is a slow rise in impedances over the record for vpace; however, no values rise above alert levels until after the noted date of death. High ventricular sensing integrity counts (sic) are observed with 914 counts on the lifetime counter, almost all of these counts occurring since the (B)(6) 2011, the noted day of death. High sic can indicate the presence of noise or intermittency in the system. One short ventricle-ventricle sensed event of < 220 ms is observed on the (B)(6) 2011. (One episodes ventricular fibrillation). Other episodes noted occurred after death. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor fractured, the outer insulation had a cosmetic cut and was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.